Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was found to be asystolic. Cardiopulmonary resuscitation (CPR) was performed, and external electric shocks and ventilation given by emergency medical services (ems) to resuscitate patient. The patient was subsequently hospitalized. Technical services (ts) analyzed device episode data. There were multiple stored episodes of atrial tachy response (atr) as well as ventricular tachycardia (vt). Anti-tachycardia pacing (atp) was applied by the device but was unsuccessful in converting the vt. It was noted that there was super fine ventricular fibrillation (vf) agonal rhythm which was being under-sensed. Multiple 41 joule shocks were delivered by the device which converted the rhythm to normal. Shortly after, the vf returned and patient went asystolic. No additional adverse patient effects were reported. Currently, this ICD remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was found to be asystolic. Cardiopulmonary resuscitation (CPR) was performed, and external electric shocks and ventilation given by emergency medical services (ems) to resuscitate patient. The patient was subsequently hospitalized. Technical services (ts) analyzed device episode data. There were multiple stored episodes of atrial tachy response (atr) as well as ventricular tachycardia (vt). Anti-tachycardia pacing (atp) was applied by the device but was unsuccessful in converting the vt. It was noted that there was super fine ventricular fibrillation (vf) agonal rhythm which was being under-sensed. Multiple 41 joule shocks were delivered by the device which converted the rhythm to normal. Shortly after, the vf returned and patient went asystolic. No additional adverse patient effects were reported. Currently, this ICD remains in service.

Manufacturer narrative:
After medical review it was determined to add life-threatening coding for the use of CPR and under sensing of ventricular fibrillation.